Event description:
It was reported that when the balloon was being removed from sheath, the balloon and end part of the shaft stuck in sheath an came off. Forceps removed sheath and balloon end intact. Both doctors participating in the procedure thought the balloon may not have been properly deflated. Another sheath was placed over the wire and images taken as precaution - no debris visible to clinicians.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample is in transit to the manufacturing facility for evaluation. The information for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products of the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.